Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed the x2 unit has a speaker malfunction inop. The rse determined the speaker assembly) need to be replaced to resolve the issue. A good faith effort (gfe) conducted confirmed that there was audio present at the central station. The x2 was connected to a host monitor working with the central. Results of the functional tests is unclear if there was only sound as the monitor was connected to the piic. (But the monitor itself should also make sound). It seems that there was no sound itself on the monitor / they did not test. The customer was provided a replacement part to resolve the issue. If additional information is received the complaint file will be reopened.

Event description:
It was reported that a speaker malfunction inop was displayed. It is unknown if there was still sound coming from the device. It is unknow if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.